Manufacturer narrative:
(B)(4). The device was returned for analysis. The inflation issue was able to be confirmed due to an inner member separation. The protective balloon sheath was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although there was no report of resistance during removal of the protective sheath, the stretching and separation of the inner member at the proximal balloon seal are consistent with difficulty or resistance during removal of the protective sheath. Difficulty removing the protective sheath from the balloon may be due to factors including, but not limited to, damage during manufacturing, no hydrophilic coating on the balloon, damage to the protective sheath, an undersized sheath and/or an oversized balloon profile, mishandling or positive pressure applied during preparation. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventative actions will be addressed per quality system protocol.

Event description:
It was reported that post stent implantation in the mid left anterior descending (lad) coronary artery, a 3.5x15mm nc trek was advanced without resistance for post-dilatation. Upon initial inflation attempt, the balloon failed to inflate to any atmospheres. The device was removed without any issues and no device damage was noted. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.